Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow-up medwatch report will be submitted.

Event description:
During a call to baxter customer service on an unrelated alarm, the home patient (hp) stated she has peritonitis and the drain solution is cloudy. No further information was available at the time of the report.